Manufacturer narrative:
12/31/98- supplemental report sent to FDA. The device was returned with an excessive amount of tissue and fluid on the cam angles of the jaws which resulted in difficulty firing the device during our testing. When the jaws were cleaned the device performed satisfactorily. The exact reason for the excessive tissue/fluid in the jaws could not be determined.

Event description:
The product was used during a lymphnode dissection procedure. Reportedly, the instrument locked on the tissue. The surgeon applied another device which also locked on the tissue. The surgeon applied another device and resected the tissue at the application site to remove the instruments. The hospital has reported the pt's condition is satisfactory.